Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner, cracked belt clip slot, cracked battery tube threads and missing reservoir tube o-ring. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on top of the reservoir compartment. They could smell insulin. It was leaking insulin. The part where the reservoir is screwed in was a little wet. They did not know how the damage occurred. The customer¿s blood glucose level was 450 mg/dl. They treated their high blood glucose with a bolus from the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.